Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that within a week of implant, the right ventricular (rv) lead developed a loss of capture at maximum outputs. Further investigation revealed that the rv lead had perforated. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.